Event description:
An update was received that the patient underwent surgery and that the surgeon identified that there was a loop, but no strain relief bend on the lead. The surgeon indicated that the lack of a bend strained the patient's nerve. The surgeon therefore adjusted the lead and created a proper strain relief bend, no lead replacement occurred. The patient did have their battery replaced and the generator was placed higher in the pocket. After the surgery the patient reported no pain. Additional information was received that the surgeon was unable to confirm if the lack of the strain relief bend was due to natural migration or the previous surgeon's error. The surgeon stated that determining the cause would be difficult to determine. It was also noted that the explanted product would not be available for return.

Event description:
It was reported that the patient was feeling a shocking sensation in their chest with the stimulation. An update was later provided, noting that the patient was seen by their neurologist for the reported pain. The physician interrogated the device and did not see any impedance issues. Settings were changed by lowering the frequency and patient was observed to see if the pain persisted; a report of neck pain was also added to the update. The neurologist ultimately decided to refer the patient for a full revision due to the patient's pain. Per the neurologist's assessment, the current generator's battery is past half of its lifespan (based on the patient's previous generator which lasted five years). No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.